Event description:
Alphatec's vp of research and development received a voice message on (B)(6) 2012 concerning the failure of a trestle luxe screw. The message indicated the head of the screw sheared off in very dense bone.

Event description:
The surgeon had difficulty inserting the self-drilling screw into the patient's dense bone. He began cranking on the driver to advance the screw and it snapped in two pieces. The top proximal section was removed while the bottom threaded portion remains anchored in the patient's vertebrae.

Manufacturer narrative:
Additional information was provided with the receipt of the suspect device. An evaluation is currently being conducted. Upon completion, a follow-up report with results of the investigation will be submitted.

Manufacturer narrative:
The minimal information received was provided via a phone message during which it was relayed that the surgeon did not wish to submit a complaint or return the broken screw. No product identification, date of occurrence or details of the event have been supplied. Multiple attempts to obtain information have gone unanswered. In the event alphatec become aware of any additional information a follow-up report will be submitted. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws.

Manufacturer narrative:
An evaluation of the returned the trestle self-drilling screw indicated the device was properly manufactured and released to design specifications. Visual, dimensional and functional inspection detected no anomalies.